Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 20 mar 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had a sticky plunger. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had a sticky plunger. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, sleeve drivearm, lower housing, knob actuator, front cover, left/right handle, left/right iui, flange gripper, and wiper seal. A review of the device history record showed the device had a manufacture date of 20 mar 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to sticky plunger of the tube drivearm syringe/pca. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a sticky plunger. There was no additional information provided and no patient involvement.